Event description:
During initial assessment of a homechoice device, a baxter technician identified an increased intraperitoneal volume (iipv) event which occurred on date (B)(6) 2010 during drain cycle 5. The drain volume was 4468 milliliters (ml). This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Manufacturer narrative:
(B)(4). Evaluation: the report was confirmed in the therapy logs, but not duplicated during pal evaluation. The root cause was determined to be insufficient drain; one or more cycles advanced to next fill when slow / no flow occurred above the minimum drain volume threshold. The device was in specification relative to iipv found in the logs, but out of specification for noise. A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).